Event description:
It was reported on (B)(6) 2022 that the driveline exit site had redness with oozing and pain. Redness was observed around the navel. On (B)(6) 2022, teicoplanin was administered after a consultation with infectious medicine. On (B)(6) 2022, the patient's symptoms improved and antibiotics were administered at the local hospital. The patient was readmitted on (B)(6) 2022 for follow-up, and after consulting with the infectious medicine department, antibiotics were changed and 100mg of doxycycline were given twice per day with no specific symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.